Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm and was simply removed from the patient's body. The procedure was completed with a different device. There were no complications reported and the patient's condition post procedure is good.